Event description:
During service at baxter, a technician reported on 05 march 2010 finding a colleague infusion pump with the stop key on the pumphead module keypad not working. This event occurred during product evaluation. There was no patient injury, adverse event or medical intervention associated with this report. The software version for this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The pump has been received, but the evaluation has not yet begun. A follow-up report will be submitted when the evaluation results or additional information becomes available.